Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer swapped sample tubes when the system was stopped due to a primary metering error, leading to association of the test results with the previously scanned demographic information. The root cause of the event is user error.

Event description:
A customer observed patient sample results associated with the wrong pt demographics on the 5,1 fs analyzer. No erroneous results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.